Manufacturer narrative:
A visual inspection was performed and no damage was observed. Functional evaluation presented an e6 motor stall error message. The root cause of the error message was identified to be associated with a defective main digital circuit board. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a polypectomy procedure, the device presented error codes indicating the motor stalled. A backup device was not available. The surgeon opted to use an alternative method to complete the procedure by removing the tissue with graspers. No patient injury or complications were reported.